Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer (fse) disconnected the auxiliary cabinet from the main cabinet, reconnected the auxiliary cabinet back. Then pulled out the auxiliary cabinet and removed the back panel, disconnected all bus connections to the half-height drawers, there found the faulty drawer. So, the fse disconnected one retractor band connection at a time to isolate the failed cubie drawer, then removed and replaced the drawer controller board, then connected the bus cable and powered station up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine failed to turn on, went offline on remote support service and customer stated that station br5ms2 was not responding, screen stayed black with no fan noise, though the tower light was still illuminated. A faint clicking sound was heard. The machine had been powered off and on, unplugged and plugged, yet it did not respond. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.